Event description:
Affiliate reported that during the surgery, the rhoton bipolar forceps tips burned the brain tissue causing tissue damage. The device was used with another coagulation machine, which did not improve. Customer is returning two pairs of forceps.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that functional testing of the returned instrument revealed that this instrument is fully functional and could cut and coagulate as expected. Evidence of burning/charring was not evident during laboratory testing. A review of the lot records could not be conducted as the lot number initially provided does not correspond to the product returned. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.